Event description:
It was reported that pump displayed malfunction code and there were no notable events before the issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, reset pump with guidance, confirmed malfunction did not recur, and was advised to continue using pump and call back if problem returned.